Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of their cycler after during an unknown dwell phase of their pd treatment. The patient reported receiving an air detected in cassette alarm prior to the reported fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler will be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A 3 hour accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection evidence of dried fluid found within the hp2 filter. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. DHR review found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form. Mushroom head check passed. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area of their cycler after during an unknown dwell phase of their pd treatment. The patient reported receiving an air detected in cassette alarm prior to the reported fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler will be returned to the manufacturer for physical evaluation.